Manufacturer narrative:
(B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the delta p was within specifications but was on the lower end. The fsr calibrated the airway pressure transducer, all pressure regulators, and the driver displacement indicator (ddi) board. The device passed all testing and meets manufacturer's specifications.

Event description:
The customer reported that the piston in the ventilator stopped while the device was in use on a patient. The patient was placed on another ventilator and there was no patient harm/injury associated with this issue. The customer evaluated the ventilator by running the ventilator for one week at the same settings as were set for the patient and there were no issues found. The customer could not duplicate or verify the issue. The customer tested the alarm functions and all alarms were within specifications. The customer believes that there must have been a leak to cause the piston to stop, because alarm limits were tight.